Event description:
Pt found running on dialysis machine in treatment for 20 mins with bicarb off (bicarb button was in off position instead of on). Pt, no ill effects. Not sure if operator or machine error. Unable to recreate any problem with bicarb button.